Manufacturer narrative:
Qc was performed multiple times within 24 hours and both meters passed both levels of qc. The meter and strips have been requested for return. The product has not been received at this time. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. All testing was performed from heel-sticks. At 11:27 am, the result using meter serial number (B)(4) was 41 mg/dl, at 11:35 am, the result using meter serial number (B)(4) was 53 mg/dl. The customer questioned the result from meter (B)(4) and believed the result from meter (B)(4).

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Meter serial number (B)(6) was received for investigation and tested with retention material and quality controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 50, 50, 49 mg/dl level 2: 326, 317, 325 mg/dl all results were within the acceptable range. Although all the results were within range, residues of an invading fluid (blood/qc/cleaning/disinfection agent) were observed on the meter¿s electronics on the mainboard. This contamination could have contributed to the customer's allegation.